Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot #73c1500224 investigations did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the doctor reported that the clips cannot be closed after loading. Four additional clips were tested and one clip fell off the vessel into the patient's body; it was retrieved. The patient's condition was reported as fine.